Event description:
It was reported that, "patient was brought to operating room to revise a loose total knee. Femur and tibia were found to be loose and were revised with triathlon primary implants."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2011-00084.